Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with 2 superior corneal abrasions in right eye at 6 days post treatment that heal after 1 week. The topical steroid dosage was increased. It was stated that the patient did not experience loss of best corrected visual acuity (bcva). The patient complained of transient light sensitivity syndrome.